Manufacturer narrative:
H10: the sample was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye noted a damaged female connector. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a leak beneath the minicap. The sample was again leak tested using a laboratory minicap attached to the dark blue connector. A leak was noted beneath the minicap, indicating the damage to the female connector was the cause of the leak. The reported condition was verified. The cause of the condition was related to manufacturing. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking at the female connector after the minicap was tightened. The leak was observed during use of the device for pd therapy. There were not issue observed with the minicap. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.